Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Additionally, two photos were received from the field and appeared to show the device deformity. However, it could not be confirmed as there was no tire shape deformity during the returned device analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that there was no interaction with cardiac structures during deployment and there was no angulation or kink noticed in the delivery system. An 9f delivery system was used. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer multi-fenestrated septal occluder - cribriform was chosen for implant with a 9f amplatzer trevisio intravascular delivery system. During deployment, the device had a bulbous deformation. A decision was made to replace the device with a second 25mm amplatzer multi-fenestrated septal occluder - cribriform. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and there was no angulation/kink noticed in the delivery system. The patient remained hemodynamically stable throughout the procedure. The replacement device was implanted in the patient with no reported adverse consequences.